Manufacturer narrative:
(B)(4). Evaluation of the incident electrode confirmed the reported failure. Visual inspection noted eschar on the blade. The insulation was noted to be scratched and torn along the entire length of the insulation. The opaque ptfe insulator had disengaged. The e1455nsb instructions for use cautions not to exceed maximum power limits. Exceeding the power limits may result in product damage or patient injury. Always use the lowest power setting that achieves the desired surgical effect. The IFU also states cleaning the electrode with a scratch pad or other abravsive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged, it should be discarded.

Event description:
The customer reported that during use, the insulation cover of the device disengaged. Another device was used to complate the procedure. There was no patient harm.